Manufacturer narrative:
Conclusion: the product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, it was reported that the pvl resulted due to calcification levels as the patient was noted with heavy calcification in the annulus and left ventricular outer flow track resulting in moderate pvl. In this case, a second valve (valve in valve) was implanted successfully with no other adverse patient effects reported. (B)(4).

Event description:
Medtronic received information via a warranty form that during the implant of this transcatheter bioprosthetic valve, the patient's heavy calcification in the annulus and left ventricular outer flow track resulted in moderate paravalvular leak (pvl). Balloon valvuloplasty was performed twice but was unsuccessful. A second valve was implanted successfully valve-in-valve with no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.